Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a constant beep and then the screen went blank. She stated that she had dropped the insulin pump. Customer had received a motor error alarm and an off no power alarm. The blood glucose reading was 171 mg/dl. She stated she had not received a low power alert prior to insulin pump shutting down. She stated that the insulin pump battery cap was not loose, cracked or damaged. The insulin pump had not been exposed to a strong magnetic field or MRI. Nothing further was reported.

Manufacturer narrative:
Insulin pump was monitored all operating currents tested within specification range. No blank display, unexpected off no power alarms, frozen display or constant tone alarm noted. No damage to battery cap or battery tube noted. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.